Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer initially called for assistance with linking the meter to the insulin pump. The customer was being assisted with setting the meter ID when the insulin pump alarmed failed battery test. The customer removed the battery and inserted the same one. She was advised to insert a new battery. No troubleshooting was done and the customer stated she would call back and hung up.